Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use and hyperglycemia event on (B)(6) 2026. The infusion set was in use for 5 minutes. The blood glucose was high and got treated with correction injection via multiple daily injection (mdi). The patient was replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.